Manufacturer narrative:
The explanted device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to the patient's pocket infection. No additional adverse patient effects were reported.